Event description:
Custom cath lab pack had an 18g x 7cm percutaneous needle laying on the tray without protective sheath. Needle poked through the wrap, resulting in an unsterile tray. Other packs in the same order number had needles without protective sheath.